Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as the cause of the event. In the follow up with the customer, she indicated that there was a sparking from power adapter wires. She pumps 3 times a day and plugs in/out the transformer about 3 times a day. She indicated that she did not witness any sparking, fire, or flam and that no injuries were sustained as a result of the issue. Sparking from exposed wires for (B)(4) (prior to rev l) is currently being investigated under (B)(4).

Event description:
Mom stats that the power adapter cord has exposed wires and started sparking (sparking from exposed wires).